Event description:
The customer reported that the device went blank while monitoring a patient on ac and battery power.

Manufacturer narrative:
The customer reported that the device went blank while monitoring a patient, while on ac and battery power. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.